Event description:
Related manufacturer reference number: 2017865-2023-00226. Related manufacturer reference number: 2017865-2023-00228. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) exhibited a charge time anomaly, the ventricular lead exhibited high pacing impedance, and the atrial lead had exhibited intermittent capture. The ICD was explanted for elective replacement indicator (eri). The patient was in stable condition.